Event description:
It was reported the programmer freezes when the analyzer is started. The programmer also freezes when going from vitatron screen to medtronic screen. It was also reported the printer is not working. The programmer was returned for repair and test. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the programmer froze when the analyzer was started and when going from vitatron screen to medtronic screen due to the link electronic module (lem) printed circuit board assembly. Analysis was unable to confirm the reported printer issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.